Event description:
CT head and cta chest was performed on an female inpatient with existing 22 ga IV in left ac. Omnipaque was injected at 3cc/sec for volume of 100cc. Approx 100cc extavasated, area marked, arm elevated, cool pack applied, md notified, rn assessed daily. Pt experienced no further adverse event.